Event description:
It was further reported that the estimated length of the lesion is 60mm. Three passes were made with a 1.5mm burr at 170,000 rpms.

Event description:
It was further reported that the estimated length of the lesion is 60mm. Three passes were made with a 1.5mm burr at 170,000 rpms.

Event description:
It was further reported that that the estimated length of the lesion is 60mm. Three passes were made with a 1.5mm burr at 170,000 rpms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: method, result, conclusion. Device evaluation: the device was received in four segments. Visual and tactile inspection revealed kinks along the wire and that one fracture occurred approximately 316cm from the proximal end. The other fracture sites measured 4.4cm, 1.2cm, and 2.7cm long. All outer diameter measurements that could be measured were measured and are within specifications. The fractured segments were sent to the mtac lab for analysis and their analysis concluded that the failure between fracture sites one and two exhibited a shaved appearance surface typical of a mechanical cut. The failure between fracture sites two and three and between three and four occurred due to a bending overload. Segments two and three are not continuous segments indicating that a portion of wire was not received for analysis. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire detachment occurred. The fairly long lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. The physician had been completed a number of passes for 45 to 50 seconds per pass. At the completion of the ablation treatment the physician removed the burr and then attempted to place a balloon on the 330cm rotawire guide wire and was unable to advance the balloon over the wire. The physician then took an image and found that approximately 6cm of the wire was severed from the tip. Patient's status was stable. The patient was sent to surgery and the guide wire fragment was retrieved. No further patient complications were reported and the patient is doing well.

Manufacturer narrative:
(B)(4)